Event description:
It was reported that this was an attempted arteriotomy closure of the right common femoral artery using two prostyle devices after a percutaneous coronary intervention procedure, using a 6fr sheath. Reportedly, when advancing the knot of the first prostyle device, the suture frayed, and a suture break occurred. A second prostyle device was attempted, but the same issue occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.